Event description:
Litigation papers allege the device failed to achieve proper bone ingrowth into the cup and thus failed to achieve proper fixation. It is further alleged that the device generated excessive metal debris and/or caused bone fractures.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.